Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 21.00. Pt age and weight: unk. Device evaluated by manufacturer? No. Lens remains implanted. The injector was not returned. Event problem and evaluation codes: (B)(4). Method code(s): (evaluation method): device work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s): (evaluation conclusion): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4). Injector not returned.

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 21.00 diopter preloaded injector. The lens was implanted. The tip of haptic adhered at rim of lens after implantation. The surgery went long due to recovering tip of haptic. The lens remains implanted. No patient injury.

Manufacturer narrative:
(B)(4).